Manufacturer narrative:
Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: march 04, 2015. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: a tfna stepped drill bit (03.037.022) was received at the investigation site with flutes that are darkened, discolored, and dull. There are scratches along the shaft and flutes consistent with normal wear. The condition of the device supports the complaint description. The black discoloration on the tip of the drill bit suggests that the tip became overheated, causing charring. This was due to the patient having dense bone, which is listed in the complaint description and makes sense given her young age (18). Because the surgeon did not use the tap, as recommended by the technique guide for patients with hard bone, the increased resistance from the bone caused the tip of the drill to overheat. The worn flutes also support this explanation, as harder bone would cause the cutting surfaces to wear down. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The patient's dense bone caused the reamer to overheat while drilling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an (B)(6) female patient presented to the operating room with a left subtrochanteric fracture and spinal fracture reportedly due to multiple trauma from an auto accident. The surgeon was inserting a tfna (trochanteric fixation nail -advanced) in the femoral neck and head for the femoral fracture. Upon using the step drill it was noted that the patient had hard bone, and when the step drill was removed, the tip looked as if of it had been burned. The lag screw was placed without tapping; requiring much force. The amount of torque needed allowed the screw inserter to rotate inside the lag screw. An intraoperative x-ray was taken, and it was noted that the screw was in the incorrect orientation, and the proximal end of the lag screw looked damaged. The threads were undamaged, but the end of the lag screw where it adjoins the screw inserter was flared out from the excessive force used. The lag screw was removed and a new lag screw was placed without issue in the correct orientation. The screw inserter was also damaged in the process as the connecting screw and the inserter are stuck together and could not be separated. The trochanteric fracture procedure was completed with an approximately fifteen minute delay, and the patient was reportedly stable. The patient then reportedly remained in the operating room, and the spinal injury was treated by a different surgeon. No information is known about the spinal surgery. This is report 3 of 3 for (B)(4).